Event description:
It was reported that a symptomatic patient experiencing fatigue and dizziness presented in the emergency room. Upon interrogating the pulse generator, multiple episodes of ventricular noise reversions resulting in inhibition of pacing were noted. The chest x-ray was normal. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.